Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. Crd_947 - repair mr ide study patient ID:(B)(6) it was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with enlarged left atrium, posterior leaflet prolapse. Two mitraclips were successfully implanted, reducing the mr to grade 1+. On (B)(6)2021, the discharge echocardiogram noted a single leaflet device attachment (slda) with the nt mitraclip. Per physician, the slda was not serious. There was no unplanned hospitalization, and no treatment provided. On (B)(6)2023, a follow-up echocardiogram was performed, and the mr remained grade 1+. There was no serious injury associated.

Event description:
Subsequent to the previous report, the additional information was received: the mitraclip appeared mobile during the procedure, however, did not detach from any leaflet. On (B)(6) 2021, the same mobility was noted, however, there was no single leaflet device attachment (slda). There was no change in mr severity.

Manufacturer narrative:
B3: updated to 06/10/2021. H6: medical device problem code 2507 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported migration. There is no indication of a product issue with respect to manufacture, design, or labeling.